Manufacturer narrative:
Unit passed rewind and self test. Unit failed prime/seating due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, force sensor test and occlusion test due to prime/fill anomaly. Unable to verify no delivery/alarm occlusion during therapy due to prime/fill anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received insulin flow block alarm. Customer also reported that changed the set and reservoirs and since then during the fill tubing she was getting insulin flow block and insulin did exit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.